Event description:
During coil embolization of an aneurysm, an mcs 6-mm x 15 cm platinum framing coil (model # 100615cc-d) was deployed in an excelsior 1018 micro-catheter. During introduction,the coil detached inside the micro-catheter and was removed without incident. An hes 4-mm x 6-cm coil was then introduced through the same micro-catheter. As the coil (model# 100406 hes-s) was being repositioned in the aneurysm, it detached. The coil was removed through a renegade 18 micro-catheter using a snare. The mcs coil and excelsior 1018 micro-catheter were not returned. No issues or defects were identified with the hes coil. No patient complications. Incident most likely due to damaged/kinked micro-catheter and/or excessive device manipulation during coil repositioning.